Event description:
On (B)(6) 2011, the patient was treated for an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. The patient had diseased iliacs on both sides. After the endograft system was implanted, the physician used a coda balloon to balloon the distal end of the gore excluder aaa endoprosthesis contralateral leg component. A dissection formed distal to the endograft system. The patient was transfused with 4 units of blood. The physician implanted a contralateral leg component to cover the dissection. The left internal iliac was intentionally covered. The aneurysm was excluded and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.